Event description:
A red alert for high right ventricular pacing lead impedance was detected on (B)(6) 2013. This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) medical center - the woodlands in the (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).